Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse had replaced multiple parts during a previous service visit, including the integrated multisensor technology (imt) module. The cse completed the installation and verification of functionality of the new imt system. The cse tested the new imt module and sodium results were as expected. The cause of the discordant sodium results was a malfunction of the imt module. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of a dimension vista 1500 observed imprecision on five patient samples. The samples would not result consistently when repeated on the same instrument. The samples were then run on an alternate instrument and the results more closely aligned with the lower results from the dimension vista 1500 instrument except for one (sid (B)(6)), which, resulted significantly lower than all results obtained on the dimension vista 1500 instrument. The operator did not need to issue corrected reports to the physician(s) for any of the samples except sid (B)(6). An additional four patient samples were also tested on the dimension vista 1500 and resulted falsely high. The samples were rerun on an alternate instrument and resulted lower. Corrected reports were issued to the physician(s) for all of the patients except one (sid (B)(6)), . The customer stated that one additional patient required treatment. A corrected report was not issued for the patient after repeat testing. It is unknown what the patient was treated with or if the treatment was unnecessary. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.